Manufacturer narrative:
Device and patient details unavailable at the time of this report, this report is submitted on october 17, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced dizziness with device use and it was found that the electrode array was partially inserted into the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2017, the patient was re-implanted with a new device during the same surgery.